Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the poppet valve not shifting. Additional malfunction was leaking at the tywraps on the tubing.